Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he cannot hear the alarms. Customer started insulin pump therapy to manage his lows at night. Customer mentioned that he has been hospitalized due to low blood glucose. Nothing further reported.